Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer's blood glucose was in 96-270 mg/dl range with high ketones. Customer went to the emergency room and was ultimately admitted to the hospital. Customer was treated with intravenous insulin and was discharged from the hospital on (B)(6) 2020 with the issue resolved and no permanent damage. The customer reverted to an alternate method of insulin therapy.